Event description:
It was reported during a coronary artery drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was in the highly calcified, tortuous right coronary artery (rca). The lesion was predilated with an unknown type balloon. The physician had selected and was attempting to advance a 3.0x12mm taxus express2 drug eluting stent (des) to the target lesion, but it was unable to cross the lesion. While trying to remove the device, the proximal end of the stent became "dislodged". The device was able to be completely removed from the patient without difficulty. The procedure was completed with another 3.0x12mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "ok".